Event description:
Fill volume: unk - anp. Flow rate: unk - anp. Procedure: unk - anp. Cathplace: unk - anp. An orthopedic surgeon reported that a pt experienced pus coming out of catheter site incision. When the pt came to his office, he removed the catheter and placed her on antibiotics. Add'l info has been requested regarding the incident, but is not available at this time. Anp: asked not provided.

Manufacturer narrative:
Method: the device is not available for eval and investigation. A lot number was not provided, therefore a review of the device history record (DHR) cannot be conducted. Results: as a device was not available for an eval, no methods were performed; therefore results cannot be obtained. Conclusions: the device was not returned to I-flow for an eval, therefore we are unable to determine a cause for the reported event. Should add'l info become available I-flow will submit a follow up report. It was reported by our sales rep that in-service were conducted for this customer. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for add'l investigations.